Event description:
Related manufacturer report number: 2017865-2024-73657. It was reported during in clinic follow up that the atrial and right ventricular leads exhibited low pacing impedance and oversensing noise. No intervention was reported. There were no patient consequences.